Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an inquiry was made regarding physician recharge mode instructions for a deep brain stimulation implantable pulse generator (ipg) due to the likelihood that the implantable neurostimulator was overdischarged. The caller was not with the patient at the time of the inquiry. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer that over discharge was confirmed. They were able to get the rechargeable implanted battery out of over discharge mode. It was reset to the patient's previous programming setting given by the neurologist. The device is back on and working normal. They also added that the patient has dementia and is unable to recharge on his own; caregiver support is heavily involved to hopefully help prevent this from happening again.